Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the support arm solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The support arm serves to relieve the patient from the weight of the tubing system. Our conclusion is that the replaced part was the cause of the failure. The root cause to the reported issue has not been determined.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient involvement. Manufacturer's ref. #: (B)(4).